Event description:
Patient with heartmate 3 left ventricular assist device (lvad) and chronic pseudomonas driveline infection was admitted due to worsening symptoms of infection and culture confirmation of cipro-resistant pseudomonas. Surgical intervention was not required. Antibiotics were changed to meropenem for 4-week course.